Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired malformed clips. It is unknown what the shape of the clip was when fired. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with one clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Event could not be confirmed as no malformed clips were noted during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did somebody other than the primary surgeon fire the instrument? Yes.